Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins) for the treatment of gastrointestinal/pelvic floor and gastric stimulation. It was reported that the patient had to have the ins replaced after one year due to a failed battery. No further patient complications were reported as a result of this event.